Event description:
It was reported that: "needle bent during insertion: it happened with 3 units. Another kit was used successfully. There was no reported patient harm or consequence." Associated complaints 3006425876-2026-00367 and 3006425876-2026-00368.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4) the reported complaint of the needle was bent was confirmed based on the sample received. Visual examination of the returned sample revealed the needle appeared to be bent. The cannula was bent toward the center of the cannula. A device history record review was performed on the epidural needle with no relevant findings. It is unknown how the needle was handled prior to and during use and the pressure used for insertion and removal. Therefore, based on the information provided and the condition of the sample received, the potential cause of this complaint could not be determined. Further investigation has been initiated by the anesthesia research and development team within the teleflex quality system to determine a probable cause. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "needle bent during insertion: it happened with 3 units. Another kit was used successfully. There was no reported patient harm or consequence." Associated complaints 3006425876-2026-00366, 3006425876-2026-00367 and 3006425876-2026-00368.